Event description:
Patient with gj [gastrojejunostomy] balloon that ruptured with unknown cause. Also of note, this is the 2nd balloon that has ruptured on this patient and his 4th tube placement within a short time.